Manufacturer narrative:
Batch review performed on 20 july 2022: lot 131567: 60 items manufactured and released on 01-jul-13. Expiration date: 2018-may-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 20 july 2022. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot 131047: 40 items manufactured and released on 22-may-2013. Expiration date: 2018-apr-30. No anomalies found related to the problem. To date, 37 items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot 131719: 40 items manufactured and released on 15-may-2013. Expiration date: 2018-mar-31. No anomalies found related to the problem. To date, 39 items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup 01.26.52mb acetabular shell cc ø 52 (k083116) lot 131688: 55 items manufactured and released on 15-may-2013. Expiration date: 2018-mar-31. No anomalies found related to the problem. To date, 54 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 8 years and 10 months after the primary surgery, the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.